Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-oct-2028, UDI#: (B)(4); product ID: 9 77a260, serial/lot #: (B)(6), ubd: 09-oct-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an abscess, which did not infiltrate the epidural space, and an unspecified infection were associated with the implantable neurostimulator 977119 inceptiv magnetic resonance imaging (MRI) us eman and two lead 977a260 vectris mrics compact devices. The infection and abscess led to the explant of the devices. Antibiotics were administered to treat the infection, and the wounds healed following treatment. After the infection cleared, the devices were reimplanted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.